Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned to olympus, so its condition could not be thoroughly checked. Thus, identification of the root cause and the cause of the phenomenon was not possible. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center displayed an e315 unsupported scope error when connecting a new camera head or an urf-v3/reno videoscope for an intended therapeutic procedure. There were no reports of patient harm.